Manufacturer narrative:
Results: there was a leak at the connection between the apollo wand (wand) and the transducer housing. Conclusion: evaluation of the returned device revealed that the wand was nonfunctional. The wand was connected to a demonstration apollo system and functionally tested. During the functional test, a leak was observed. The root cause of this complaint could not be determined. All wands are visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, the physician noticed that the wand was leaking from the connection to the apollo generator. Therefore, the physician switched to a new wand and successfully completed the procedure. There was no report of an adverse effect to the patient.